Manufacturer narrative:
Concomitant products truliant tib imp ps insert sz 3.5 9mm cat# 02-022-35-3509 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right tka, the 60 y/o male patient complained of pain. Patient had a loose femur and recalled poly. Patient was revised to competitor's devices due to recall and surgeon preference. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The device is not available for evaluation due to hospital will not release devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of and insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and inclusion of the tibial insert in the packaging recall. However, the reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.